Event description:
A pt reported receiving a treatment on 10/28/96 in the oral commissures, glabella, and one vertical line above the upper lip. On 11/20/96, the pt developed swelling and redness at the rirght oral commissure treatment site. On approx 11/26/96, the pt notes swelling at the left oral commisure treatment site. On 12/1/96, she alleged development at the glabellar treatment site of pain, itching, and swelling which extended toward the right side of the bridge of the nose. On 12/6/96, the redness at the right oral commissure treatment site resolved. On 12/11/96, the pt reported continuing symptoms to the physician who diagnosed a hypersensitivity; oral benadryl was prescribed. On 12/15/96, a consulting physician prescribed oral medrol.

Manufacturer narrative:
On july 7, 1997, follow up info was received. The pt waited to report the symptoms until december 10, 1996. There has been thickening in the treated areas, and one treated area was red, but the symptoms had resolved when she called on december 10, 1996. The symptoms remained resolved when she was seen for unrelated matters on may 15, 1997, may 29, 1997, and june 6, 1997.